Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention took place to explant the ipg. Surgical intervention addressed the issue.

Event description:
It was reported during follow up that the patient experienced an infection which brought on the patient's pain at the ipg site.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.